Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? How was the leak identified? Were any malformed staples identified throughout procedure? What area of bowel did leak occur? How long post-op did leak occur? Did patient require a 2nd operation? If so, what was found and how was it addressed? What is the current patient status?

Event description:
It was reported that this device was used during a robotic cystectomy procedure to create an ileal conduit. There was no issue using the device during the procedure however the patient has experienced a bowel leak following the operation and may have to return to theatre.